Event description:
During a follow-up in clinic, decreased sensing resulting in under-sensing and loss of capture were noted on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found to be dislodged. The ra lead was capped and replaced to resolve this event. The patient was stable.